Event description:
Pt reported experiencing a hypoglycemic episode and was hospitalized. Pt stated she gave herself a bolus; the infusion device showed an occlusion error and then she canceled the bolus. Pt reported the infusion device delivered a bolus of 2.0 units any way. Pt stated that since she thought that nothing would happen she gave herself another bolus, the infusion device displayed an occlusion error again, and then she canceled the bolus of about 2.0 units anyway. Pt stated she fell into a coma and was admitted to the hospital. No blood glucose values were provided. Pt's normal blood glucose level was not provided. No further info is available. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.